Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via right superficial femoral artery through a 6fr x 45cm non bsc sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a 0.013x300 non bsc guide wire crossed the lesion, the 5.0mm x 100mm, 135cm mustang balloon catheter was advanced for predilation of the lesion. The balloon was inflated however it ruptured at 10 atmospheres on the first inflation. The balloon was completely removed from the patient. There was no kink noted on the device prior to use and no resistance was encountered during the procedure. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.